Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Based on the investigation performed, bd is unable to confirm this complaint. A review of specimen handling parameters should be reviewed for this tube type. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd microtainer® tubes with k2e (k2edta) reported erroneous results. The following information was provided by the initial reporter: "we are still experiencing some issues with failed cbc tests using capillary samples, and apparently we're not the only ones. Two separate laboratories that we use in the UK indicated that they are seeing high failure rates of cbc tests on capillary samples sent in by mail--one indicated rejections have been in the 30-50% range. It sounds like this problem extends beyond just bd's tubes, and is in part owed to delays in the royal mail system and other logistics providers. We requested the sensitivity guidance of the assays in our panel per your suggestion and wbc's have a ~48 hour window, and rbc's closer to ~72. However, we were also told that failure rates of cbc's were high with capillary samples prior to delivery delays spurred on by the pandemic. Would you happen to have any studies you'd be able to point me to on specimen rejection rates of capillary samples? Ideally relating to rbc and/or wbc. We are providing bd's microtainer tubes and lancets to our customers, ID's (B)(6)."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd microtainer® tubes with k2e (k2edta) reported erroneous results. The following information was provided by the initial reporter: "we are still experiencing some issues with failed cbc tests using capillary samples, and apparently we're not the only ones. Two separate laboratories that we use in the (B)(6) indicated that they are seeing high failure rates of cbc tests on capillary samples sent in by mail: one indicated rejections have been in the 30-50% range. It sounds like this problem extends beyond just bd's tubes, and is in part owed to delays in the (B)(6) system and other logistics providers. We requested the sensitivity guidance of the assays in our panel per your suggestion and wbc's have a 48 hour window, and rbc's closer to 72. However, we were also told that failure rates of cbc's were high with capillary samples prior to delivery delays spurred on by the pandemic. Would you happen to have any studies you'd be able to point me to on specimen rejection rates of capillary samples? Ideally relating to rbc and/or wbc. We are providing bd's microtainer tubes and lancets to our customers, ID's (B)(6) and (B)(6)."